Event description:
A healthcare provider reported via email that a patient/customer received unspecified ¿too low¿ readings with the individual¿s adc freestyle libre sensor. It was further reported that because the sensor provided ¿normal readings¿ the person did not ¿inject¿ for two days due to this and subsequently was admitted to a hospital. A hospital reading of 1000 mg/dl was obtained and the person was diagnosed with dka (diabetic ketoacidosis). It is unknown the specific treatment rendered as attempts to clarify this have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported via email that a patient/customer received unspecified ¿too low¿ readings with the individual¿s adc freestyle libre sensor. It was further reported that because the sensor provided ¿normal readings¿ the person did not ¿inject¿ for two days due to this and subsequently was admitted to a hospital. A hospital reading of 1000 mg/dl was obtained and the person was diagnosed with dka (diabetic ketoacidosis). It is unknown the specific treatment rendered as attempts to clarify this have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.